Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture confirmed with mammogram. Healthcare professional later reported "hole, non-specific." Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side rupture. Confirmed with mammogram. Healthcare professional, later reported, "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as surgical damage. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed. Additional, changed, and/or corrected data: a3b, a5, a6, d4, d9, h3, h6